Event description:
It was reported that a spectrum pump had a malfunctioning keypad during preventative maintenance testing. There was no patient injury reported.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.